Event description:
Rptr complains of: joint aches, head pain, dry, burning eyes, loss of feeling, numbness, heart pain, knees, finger, wrists and calf swelling, burning underarms, breast pain and burning, rash on face when out in sun, slow thinking and reflexes, and hair loss.